Event description:
A discordant, falsely low immulite 2000 f10 (sesame seed) allergen result was generated on one patient sample. The sample was retested at another lab and a higher result was obtained. There is no known report of adverse health consequences or patient intervention due to the discordant, falsely low f10 (sesame seed) allergen result.

Manufacturer narrative:
A siemens technical service consultant (tsc) was contacted by the customer. After review and analysis of the immulite 2000 instrument data by the tsc, it was determined that the cause of the discordant f10 (sesame seed) allergen result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.